Event description:
Reporter indicated that vns pt was experiencing an increase in seizures and that pt was no longer able to feel magnet mode stimulation. It was reported that pt recently experienced a fall that resulted in bruising to their eyes, but no apparent trauma to the area of the ncp system. Investigation to date has been unable to determine if the increase in seizures was an increase above previous efficacy experienced with the vns therapy or an increase above pre-vns baseline frequency. Additionally, investigation to date has been unable to determine whether the device has reached normal end of service or whether the device was functioning properly.